Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized with a high blood glucose of 21.9 mmol/l and ketones. It was stated that the patient woke up with a blood glucose of 19 mmol/l. The patient smelled insulin, and decided to change the infusion set. The patient treated with a bolus, but her blood glucose remained elevated. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The infusion set was removed, and the cannula was not bent. The patient inserts in her abdomen. Advised to stay away from scar tissue. Nothing further was reported.